Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized 3 years ago due to high blood glucose level and diabetes ketoacidosis. Customer's blood glucose value was 600 mg/dl at the time of the incident. It was not confirmed whether customer was assisted with troubleshooting for high blood glucose. Customer did not allege insulin pump was under delivering. No further complications were reported. The customer will continue to use the product.